Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed and the customer stated that she had been experiencing low blood glucose levels during the night for some time prior to the event. The customer stated that her doctor wanted her to lower her nighttime basal rate. The customer was assisted with lowering her nighttime basal rate.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.